Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the 3.0x19 mm graftmaster stent delivery system (sds) was being used in an attempt to treat a perforation that occurred during use of another device in the right coronary artery. The graftmaster sds failed to cross the lesion for treatment. Two bare metal stents were used to treat the perforation successfully. There were no adverse patient effects or clinically significant delay in the procedure due to the failure of the sds to cross. No additional information was provided.